Event description:
It was noted that there was no plan to explant this device.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the emergency room due to a shock being delivered from an external device. Attempting to interrogate this device was not possible. Another programmer was going to be used. No adverse patient effects were reported.